Manufacturer narrative:
(B)(4). Summary of investigational findings: this evaluation is based on event description, received imaging, and examination of returned gtrs devices. Imaging review confirmed that the filter was difficult to retrieve. Product examination did not find any errors with the gtrs products. Based on the event description, imaging and investigation of returned device, it was not possible to conclude the exact root cause for this event. No evidence to suggest that this device was not manufactured according to specifications . Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter was perfectly placed, retrieval was uneventful until the retrieval snare from gtrs-200 snared the hook then when the retrieval sheath was advanced the hook was bent in the wrong direction. Due to this it split the retrieval sheath & the outer sheath. The retrieval was abandoned at this point. Right jugular venous access. Cavography performed prior to the attempted filter retrieval demonstrated a minor amount of thrombus at the top of the filter. A decision was made to proceed with retrieval of the filter. A filter retrieval set was used for this. The filter hook was engaged with the snare and an attempt was made to advance both the inner and outer sheaths of the coaxial system over the filter. The inner sheath did not engage the hook. When the outer(blue) sheath was advanced over the filter, only half of the filter struts were collapsing down, which raised the possibility of disruption/splitting of the sheath. An attempt was made to advance the inner sheath over the filter to collapse it, however this was not possible. The snare was then released from the hook. Cavography at this point demonstrated normal ivc and filter struts. However the hook of the filter had been deformed. After discussion with the patient it was decided to discontinue the procedure at this point. Patient outcome: return for consented difficult retrieval. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.